Event description:
It was reported that there was bleeding in pump pocket, which continued despite drainage. This caused "pump-pocket hematoma." Due to this and also "as the pump was nearing end of life," it was replaced. The pump contained fentanyl 500 mcg/ml, 239 mcg/day.

Manufacturer narrative:
(B)(4).